Event description:
Fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) recently underwent abdominal surgery. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient underwent outpatient hernia surgery (date not provided). Per the pdrn, the patient¿s hernia was not present prior to the patient beginning pd for rrt. The patient was experiencing continued drain complications and was booked for an outpatient hernia surgery. Despite stating the surgery was successful, the pdrn refused to provide any additional details. The pdrn stated there is no concern the liberty select cycler caused the hernia, nor was there any defect or malfunction to report. The pdrn stated they have no idea how it was formed, but ¿it¿s grown worse.¿ the patient is currently performing low volume fills ¿for another couple weeks¿ and is recovering from the events.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Correction: d10.

Event description:
Fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) recently underwent abdominal surgery. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient underwent outpatient hernia surgery (date not provided). Per the pdrn, the patient¿s hernia was not present prior to the patient beginning pd for rrt. The patient was experiencing continued drain complications and was booked for an outpatient hernia surgery. Despite stating the surgery was successful, the pdrn refused to provide any additional details. The pdrn stated there is no concern the liberty select cycler caused the hernia, nor was there any defect or malfunction to report. The pdrn stated they have no idea how it was formed, but ¿it¿s grown worse.¿ the patient is currently performing low volume fills ¿for another couple weeks¿ and is recovering from the events.

Manufacturer narrative:
Correction: b3.

Event description:
Fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) recently underwent abdominal surgery. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient underwent outpatient hernia surgery (date not provided). Per the pdrn, the patient¿s hernia was not present prior to the patient beginning pd for rrt. The patient was experiencing continued drain complications and was booked for an outpatient hernia surgery. Despite stating the surgery was successful, the pdrn refused to provide any additional details. The pdrn stated there is no concern the liberty select cycler caused the hernia, nor was there any defect or malfunction to report. The pdrn stated they have no idea how it was formed, but ¿it¿s grown worse.¿ the patient is currently performing low volume fills ¿for another couple weeks¿ and is recovering from the events.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of an unspecified hernia (characterized by drain complications), which warranted surgical intervention. The etiology of the patient¿s hernia is unknown; therefore, causality cannot be established. While there is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction caused the events. This investigation is unable to exclude the liberty select cycler from having a possible causal and/or contributory role in the creation and/or exacerbation of the patient¿s hernia. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure created during pd therapy. During therapy, this pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of an incisional hernia formation. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) recently underwent abdominal surgery. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient underwent outpatient hernia surgery (date not provided). Per the pdrn, the patient¿s hernia was not present prior to the patient beginning pd for rrt. The patient was experiencing continued drain complications and was booked for an outpatient hernia surgery. Despite stating the surgery was successful, the pdrn refused to provide any additional details. The pdrn stated there is no concern the liberty select cycler caused the hernia, nor was there any defect or malfunction to report. The pdrn stated they have no idea how it was formed, but ¿it¿s grown worse.¿ the patient is currently performing low volume fills ¿for another couple weeks¿ and is recovering from the events.